Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. Results provided: (B)(6) 2022 sid (B)(6). Troponin 0.08 / 0.03 / 0.04 ng/ml cutoff is 0.04 ng/ml repeat on other architect = 0.03 ng/ml no impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect stat troponin I result on a patient. Results provided:24may2022 sid (B)(6). Troponin 0.08 /0.03 / 0.04 ng/ml cutoff is 0.04 ng/ml. Repeat on other architect 0.03 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 40623un22 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The median patient population result for lot 40623un22 is comparable with all other lots in the field and confirms no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I reagent for lot 40623un22 was identified.